Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
It was reported that the patient experienced pain and swelling at magnet site, subsequently the patient was treated with topical antibiotics (date and duration not reported).